Manufacturer narrative:
A partial lead with the lead tip measuring 46.0cm was returned for analysis. External insulation abrasion was noted at 38.9-39.1cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 10.4-12.5cm from the distal tip. Internal insulation abrasions were noted at 29.5-29.9cm and 32.7-33.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that pacing threshold was progressively rising and sensing was decreasing. Fluoroscopy revealed externalized conductors. Lead was successfully explanted and replaced.

Event description:
Clarification of event: pacing thresholds had increased to the point of no capture at maximum output.

Manufacturer narrative:
(B)(4).